Manufacturer narrative:
Additional information was added to brand name,device identification, MFR siteand evaluation codes. Device identification: catalogue # is jc7453 previously submitted as asku. MFR site: manufacturing facility. Baxterhealthcare ¿ singapore 2 woodlands industrial park d singapore, 738750 singapore. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the unspecified access set would not flow during infusion of oxaliplatin 216 mg diluted in d5% 500ml with a rate of 272 ml/h over 2 hours. The device was used with a non-baxter product. After two hours, the bag was observed to still be full. It was further reported that "a lot fluid" at the distal end and upstream occlusion was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.